Event description:
The subsidiary site associate reported that during preventive maintenance (pm) of the device, the ultrasonic air sensor (uas) was broken, the uas alarm was not functioning. There was no patient involvement.